Event description:
It was reported to medtronic neurosurgery that the catheter was occluded. This led to the shunt assembly being revised. The pt info was unobtainable. No pt impact was reported.

Manufacturer narrative:
The catheter was patent. Therefore, the conditions of the complaint could not be replicated by laboratory personnel. A review of the mfg records showed no anomalies.